Event description:
It was reported on (B)(6) 2025 that the patient was presented with further leak. The patient was experiencing edema. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on a social media post and no lot information was provided. Based on the information reviewed and due to the limited information available from the social media post, the cause of the reported recurrent mr was unable to be determined. The reported edema was a cascading effect of the reported recurrent mr. The reported patient effects of recurrent mr and edema as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported medication required was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on an unknown date, a mitraclip procedure was performed to treat mitral regurgitation (mr) with an unknown grade. One clip was successfully implanted.on an unknown date, the patient experienced "further leak" and an edema in their lower legs. The patient was prescribed medication to reduce the edema.